Event description:
It was reported by user during use that cardiosave intra aortic balloon pump (iabp) device had gas leak. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.